Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap exhibited severe devitrification at output window. The metal cap exhibited moderate charred detritus adhesion on surface. Cap wear is a known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode, this would cause reduced vaporization efficiency. In addition, analysis identified that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of the outer flow tubing. The outer flow tubing open end exhibited minor scratch marks. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that energy was coming out of the fiber tip at 5:14 minutes, 29,232 joules of use. The fiber was replaced and the procedure completed using a second fiber; there was no clinical consequences to the patient.

Event description:
It was reported that energy was coming out of the fiber tip at 5:14 minutes, 29,232 joules of use. The fiber was replaced and the procedure completed using a second fiber; there was no clinical consequences to the patient.